Event description:
The migrated stylet was found inside the heart by the x-ray. The migrated stylet will be removed at a later date. The pt seems to be unaffected by this incident for now. The user is unable to remember whether the stylet was removed during the catheter implantation or not. Although no x-ray imaging was provided by the institution to confirm the incident, there is possibility of serious injury at a later time based on the report stating the stylet is inside the pt's heart. The indwelling period was 294 days.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.